Manufacturer narrative:
Product complaint # (B)(4). (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that device #(B)(4) jammed between the l5-s1 and when being removed through anterior access the implant broke into two pieces. This was reported to synthes voicemail and entered as (B)(4))